Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
.Follow-up #1: date of submission 29-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 18-apr-2018 with the following findings: review of the black box data revealed a call service alarm 012 recorded on (B)(6) 2018. On investigation the pump powered on normally and was exercised for 24 hours without any errors, alarms or warnings occurring. Investigation did not duplicate the complaint. There was no damage, defect or contamination of the pump¿s interior components.